Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). The pump associated with the reported incident was not returned to our b. Braun facility, which prevented us from investigating or confirming the issue.

Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). The investigation is ongoing at this time. A follow up will be submitted when the investigation results become available.

Event description:
As reported by the user facility: downstream occlusion was suspected despite the absence of any actual blockage, even after replacing the tubing and the entire bag and tubing setup. High doses of pressors were being administered, specifically norepinephrine at 0.3 mcg/kg/min. Fortunately, a chest x-ray was performed to verify central access. A colleague nurse initiated vasopressor administration in the internal jugular vein before confirmation due to the high dosage of norepinephrine being halted. A phenylephrine stick was also placed in the room.